Manufacturer narrative:
Qn#(B)(4). The reported complaint of "incomplete seal - sterility compromised" could not be confirmed upon investigation of the returned sample. The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The et tube, two suction catheters, both swivel connectors, and the y connector were all returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the ett package was partially opened. No issues were found with the integrity of the sterile barrier on the packaging. The manufacturing site confirmed that the package did not present any blemishes or abnormalities in the sterile barrier. The sterile barrier appears to be fully intact. A review of the manufacturing process confirmed that a burst test is performed at the time of manufacturing to help prevent this type of issue from occurring. A device history record review performed on the stylet did not reveal any manufacturing related issues. Based on the condition of the returned sample, there is no evidence to suggest a manufacturing related root cause. It could not be determined how or when the package was opened. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that, "on (B)(6) 2024, damaged to the product's outer packaging. This product was opened from the carton and found that the paper-plastic packaging was not fully closed and there was a large opening."

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "27 aug 2024, damaged to the product's outer packaging. This product was opened from the carton and found that the paper-plastic packaging was not fully closed and there was a large opening."